Event description:
Dealer advised end user was charging unit and power cord that connects into the wall got hot to the touch and smelled a burning smell and end user disposed of the power cord and tried a different power cord and unit will not hold charge or work at all on 3 lpm, rental unit, no injury, dealer could not provide any further information.